Event description:
The patient's device was reportedly explanted due to problems with the wound healing. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.